Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3 h6 investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune medial stabilized year 2 procedural experience and performance assessment report reviewed. Report includes 2 years of clinical experience and incidence of revision or reoperation with the medial stabilized articulation used in conjunction with the attune knee system in more than 50 knees. Adverse event(s) and provided interventions possibly associated with unknown attune knee construct (qty 3): the first patient experienced a pulmonary embolism which required systemic anticoagulation leading to hemarthrosis post operatively followed by wound breakdown and infection. The infection was treated with 2 stage revision. The second patient experienced a quad tendon rupture due to a fall 3 months after tka. Treatment unknown. The patient subsequently experienced a joint infection. Treatment unknown.